Manufacturer narrative:
The reported field event of high pacing lead impedance was confirmed via review of the lifetime diagnostics. The device was tested on the bench and using automated test equipment and no anomalies were found. The cause of the reported high pacing lead impedance could not be determined.

Event description:
It was reported that high, out of range lead impedance was observed. The device was explanted. No adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.